Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that there was no light passing through the connector indicating an internal fracture. Also, the tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Upon functional test it was found that there was no aiming beam. When the fiber was connected to the console it read: treatments used 2. Treatments left 8. Also, the connector was not loose and was able to connect to the console without issues. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) were reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on all information available, the reported allegation of the loose connector when unpacking was not confirmed. However, analysis of the fiber identified that there was an internal connector fracture.

Event description:
It was reported that during preparation the connector was loose when it was unpacked and ready for use, it could not be activated after connecting the console. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the returned device identified that the fiber had an internal connector fracture as no light was exiting the face.